Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the ins taking too long to recharge was because the coupling connector had failed/broke off. Patient noted that they had got a new unit and the issue was finally resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins takes awhile to charge up. Patient initially said it takes awhile to get 8 blocks but then later clarified this statement and stated he gets 8 coupling boxes but then it settles on 4 or 5. Patient said it usually takes 2-3 hours. Patient states recharging time for the ins has gotten better however. No symptoms were reported. No further complications were reported or anticipated with this event.